Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review / investigation found: nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Product not received at investigation site/customer discarded, nothing to return. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that a waveone gold reciprocating file small 25mm broke during use. Broken part could not be retrieved. Patient is being referred to specialist.